Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. The data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the reported event of transmitter failure error . A definitive root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of atransmitter failed error signal was confirmed. The root cause was determined to be a defective transmitter.